Event description:
The patient reported that the battery is expanding and looks like it is "about to burst". He denied physical damage to the battery cap and compartment and stated that there was no corrosion. The patient stated that the last battery change was less than a week ago, and he went on a rafting trip and the pump was exposed to river water. The patient stated that the battery cap was last changed more than seven months ago. The user guide instructs the use to change the battery cap every six months, or every three months if the pump is frequently exposed to dust or water.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no activity related to the complaint was observed in the black box or download history. The battery returned with the pump showed no signs of overheating. The battery compartment and cap were found to be intact with no evidence of damage. The pump powered on normally and was exercised for six hours without overheating or alarms. The pump electrical currents were tested and found to be within specifications. The complaint that the pump overheated was unable to be confirmed or duplicated. Unrelated to the complaint, the evaluation revealed that the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.